Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient was having higher than expected volumes pulled at refills. A catheter access study was to be done. The issue was not resolved at the time of the report. Surgical intervention was planned, but it was not scheduled. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Type of reportable event corrected to malfunction as new information indicated that surgical intervention was not planned or scheduled for the patient and had not been recommended at any time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2018-nov-08. It was reported that no cause of the volume discrepancies had been determined. A catheter access study was done and no kinks or leaks were seen. The issue had not been resolved and no further pump access had been done. The hcp stated that no surgical intervention was recommended to this patient at any point. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2018-sep-25. It was reported that the catheter access port procedure had good back flow. The representative was inquiring about what could be causing the volume discrepancies. No further complications were reported.